Event description:
Additional information received reported that all the patient did was complain about the device, so the hcp agreed to replace it. Nothing was noted as wrong with the device.

Manufacturer narrative:
Product ID (B)(4), lot# v864270, implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type: lead, product ID (B)(4), serial# (B)(4), product typ programmer. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect since implant. The device and lead were replaced after being implanted for only about 2 months. Additional information has been requested, a follow-up report will be sent if additional information becomes available.